Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, value read "high," after the pump went into storage mode. Customer delivered a correction bolus to address the high bg. Customer continued using the pump for insulin therapy.